Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (damaged monitor case, service code 204) was due to the monitor's electrode belt connector being broken free from the monitor enclosure, damaging wires within the connector. The monitor was unable to complete detect and treat testing. The root cause for the damaged connector was excessive force. There was no adverse event that resulted from the damaged monitor. Device evaluation of electrode belt has been completed. The reported problem (connector won¿t latch, service code 204) was isolated to the electrode belt trunk cable being severely damaged from the distribution node (dn), damaging all wires within the cable. The belt was unable to complete detect and treat testing. The root cause for the cut trunk cable was physical abuse. There was no adverse event that resulted from the damaged belt.

Event description:
-A us distributor reported that a monitor's case was damaged and displayed a service code 204 (belt/monitor unusable). -a us distributor reported that a patient's electrode belt' connector won't latch and displayed a service code 204 (belt/monitor unusable).